Event description:
Plaintiff alleges that as a result of direct and indirect exposure to latex products including latex gloves, plaintiff has developed an allergy to latex and its components, including proteins. Plaintiff alleges the loss of society, consortium and services of her spouse and suffered economic loss.